Event description:
The info provided to sjm indicated a 5f maximum hemostasis introducer was selected for use during a percutaneous transluminal balloon angioplasty for atherosclerotic peripheral artery disease with claudication. The introducer sheath was inserted into the right common femoral artery under fluoroscopic guidance. A rim catheter was inserted followed by a glidewire down to the superficial femoral artery. Proper position was confirmed and the catheter was removed. An attempt was made to remove the introducer sheath, but resistance was encountered, as gradual pulling was continued. Dye was injected into the side of the sheath and a tear was reported in a portion of the sheath outside of the vessel. Another attempt was made to withdraw the sheath, but the hub came apart from the distal segment, leaving a centimeter of tubing extending out of the vessel. Two unsuccessful attempts were made to inflate a balloon inside the sheath to remove the segment, but tissue swelling prevented any movement. A larger skin nick was dissected and the tip of the sheath was able to be grabbed and removed with the guidewire. The dorsalis pedis was faint and 5 minutes of manual pressure were applied. Protamine (20mg) was given and the wound was closed with 4 inches, achieving hemostasis. The pt received ancef (1mg), and was reported to be fine, remaining in the hospital overnight for observation.

Manufacturer narrative:
The results of the investigation indicated that the hemostasis sheath had been severed distal to the strain relief. The detached segment as returned; both the detached segment proximal end and the attaching tubing distal end suggested that the tubing had been stretched and torn. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the damage is consistent with forcible separation. The maximum introducer instructions for use (IFU) cautions that upon removal of hemostasis introducer, proper precautions should be taken to prevent bleeding. The dilator/sheath assembly should be advanced with a twisting motion to avoid damage to the sheath or vessel. Individual pt anatomy and physician technique may require procedural variations.